Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose of 50mg/dl. Customer stated that she experienced low blood glucose because she did not eat all her food and she treated with glucose tablets. Insulin pump will not be returned for analysis.